Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose, the customer performed a correction injection using multiple daily injections (mdi) and did not require assistance from a third party due to incapacitation. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.